Manufacturer narrative:
H3: other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the facility called regarding a pump. Stated that patient came in with pump. The pump was reporting that there was 3.6 ml left but the medication bag was dry and pump was pulling in air. Pump settings also stated that patient received 54 ml but total volume was 58 ml. They had this attached to a walkmed bag. The event took place at the patient's home. The event occurred while in use with the patient. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.